Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three bd alaris smartsite needle-free valves had flow issues and blockage. The following information was provided by the initial reporter: "the sample from today the nurse tried several times to get the port to flush and it was stuck. The third time she tried it finally flushed."